Manufacturer narrative:
Based on initial info (B)(4) 2014, the complaint was not considered MDR reportable. Upon receipt of add'l info i.e., implant explanted (B)(6) 2014. The MDR decision was revised.

Event description:
Per the clinic, surgeon attempting removal of abutment for abutment for abutment change, but the internal screw appeared stripped and would not come loose. On (B)(6) 2014, the entire implant was explanted. At this time, there are no plans to reimplant.